Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for spinal pain. It was reported that the patient¿s battery depleted prematurely, and no stimulation was felt on the right side of their body. The patient stated that they were head butted by their goat at the battery site. An impedance test was ran, and electrodes 8-15 were greater than 10,000 ohms. The rep attempted to program around the high impedances, but the therapy was not optimal for the patient¿s pain coverage. The patient was to contact their implanting physician to make an appointment. The issue was not resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on 2018-oct-11 reporting that the cause of the issues was reported to apparently be due to dissatisfaction of the device related to a goat headbutting the generator site. The hcp was going to be discussing replacement with the patient. Additional information from the consumer on 2018-(B)(6) reported that the lead was broken. The patient met with the manufacturer representative and stated that they got it to work for a short time. The device would not stay charged, would not let the patient go into MRI setup, and the patient was not feeling any stimulation. It was noted that the patient had lost a lot of weight and the stimulator pack moved around under their skin a lot. It was noted that the paddle lead 8-15 were out which led tono lower back, left side, left hip, or sciatic nerve coverage. No further complications were reported.